Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an altitude alarm occurred. Additionally, it was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable. Customer reverted to an alternate method of insulin delivery. Customer's blood glucose was 150 mg/dl.

Manufacturer narrative:
The failure investigation has been completed and the alleged alarm altitude issue was verified in the pump logs; however, no failure was identified. The alleged usb cable issue could not be verified as cable was not returned.